Event description:
It was reported that the transcatheter bioprosthetic valve jar could not be opened. Despite attempts by four individuals, the jar lid appeared to be off the thread, preventing access and was unable to be opened. No particulate was reported to be observed. A new valve was opened for the procedure.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, in its original outer packaging, visual analysis showed the top panel of the carton appeared torn. The yellow safety seal on the returned jar was broken. Yellow stains were observed adjacent to the broken safety seal. The lid on the returned jar appeared canted. A cap torque test was performed to assess against the difficult to open jar allegation. The jar opened at 59.30 in-lbs., which could potentially lead to difficulty in opening the jar. Upon opening the jar, remnants of adherent and loose gasket material were noted along the rim of the jar. Crystallized, dried glutaraldehyde was observed along the threads of the jar. White gasket particulates were not observed inside the jar. The gasket remained seated within the lid with visible damage; peeling was observed in the rubber on approximately half of its circumference. There were no signs of damage to the lid threads. Crystallized glutaraldehyde was noted on the outer rim of the lid. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening of similar complaints with fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification was sufficient. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was returned for analysis and required 59.30 in-lbs. Of torque to open, which supports the reported difficulty in opening it. White particulate was found in the jar lid upon opening. Medtronic has identified the primary packaging design as the primary root cause, specifically the jar design, seal material and component variability which are allowing for the potential of ingress of the glutaraldehyde into the seal interface. These factors create a potential for adherence of the seal to the jar. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.